Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of uterus / both coils embedded in uterus") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy in 2012, spinal fusion in 2012, multigravida, parity 2 ((B)(6) 2008, (B)(6) 2009), c-section and uti from (B)(6). From (B)(6) 2009 until (B)(6) 2010, the patient received ortho tri-cyclen (oral) at an unspecified dose and frequency. In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), headache ("headaches"), abdominal pain lower ("cramping"), vitamin d deficiency ("vitamin d deficiency"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions (mental/physical)") and migraine ("head (migraines) severe and persistent"). In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain ("severe pelvic pain, persistent pelvic pain"). The patient was treated with analgesics, surgery (removal of essure performed) and surgery (ablation). Essure was removed in 2012. At the time of the report, the uterine perforation, vitamin d deficiency and mental disorder outcome was unknown, the uterine haemorrhage had resolved and the pelvic pain, back pain, headache, abdominal pain lower, migraine, depression and anxiety had not resolved. The reporter provided no causality assessment for abdominal pain lower, anxiety, back pain, depression, headache, mental disorder, migraine, uterine haemorrhage, uterine perforation and vitamin d deficiency with essure. The reporter considered pelvic pain to be related to essure. Diagnostic results: patient had hysterosalpingogram (hsg) test done on (B)(6) 2010 and (B)(6) 2010. Current weight: (B)(6) lbs. Approximate weight at the time of essure placement: (B)(6) lbs. In (B)(6) 2011, an exploratory surgery to know cause of pain. Most recent follow-up information incorporated above includes: on (B)(6) 2017: new reporter, patient dob, height, product insertion and removal dates updated, indication added, new events severe pelvic pain, lower back pain, abnormal uterine bleeding, headaches, cramping, vitamin d deficiency, both coils embedded in uterus, essure caused or aggravated any psychiatric and/or psychological conditions (mental/physical), migraines, perforation of uterus, depression and anxiety added. Outcomes for the events abnormal uterine bleeding, cramping, lower back pain, headaches, migraines, depression, anxiety added as headaches. Case became valid due to newly added events as reported in the follow-up. Essure legal manufacture has changed from bayer healthcare, llc, (B)(6) to bayer pharma (B)(4), (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of uterus / both coils embedded in uterus') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in 2012, spinal fusion nos in 2012, uti from 2010 to 2012, multigravida, parity 2 (on (B)(6) 2008, on (B)(6) 2009) and c-section. Concomitant products included ethinylestradiol; norgestimate (ortho tri-cyclen) from on (B)(6) 2009 to on (B)(6) 2010 for birth control. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("severe pelvic pain, persistent pelvic pain"). On (B)(6) 2010, the patient experienced headache ("headaches") and abdominal pain lower ("cramping"). On (B)(6) 2010, the patient experienced vitamin d deficiency ("vitamin d deficiency"). In 2010, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions (mental/physical)") and migraine ("head (migraines) severe and persistent"). In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced diverticulitis ("I have divericulitis from surgery"), menorrhagia ("menorrhagia") and urinary tract infection ("I had uti for month "). The patient was treated with analgesics and surgery (ablation and removal of essure performed). Essure was removed in 2012. At the time of the report, the uterine perforation, vitamin d deficiency, mental disorder, diverticulitis, menorrhagia and urinary tract infection outcome was unknown, the uterine haemorrhage had resolved and the pelvic pain, back pain, headache, abdominal pain lower, migraine, depression and anxiety had not resolved. The reporter provided no causality assessment for abdominal pain lower, anxiety, back pain, depression, headache, mental disorder, migraine, uterine haemorrhage, uterine perforation and vitamin d deficiency with essure. The reporter considered diverticulitis, menorrhagia, pelvic pain and urinary tract infection to be related to essure. The reporter commented: patient underwent an exploratory surgery in approximately on (B)(6) 2011 and her essure removal surgery in approximately 2012. Diagnostic results: patient had hysterosalpingogram (hsg) test done on (B)(6) 2010. Current weight: 260 lbs. Approximate weight at the time of essure placement: 210 lbs. On (B)(6) 2011, an exploratory surgery to know cause of pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: unlocked for quality safety evaluation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of uterus / both coils embedded in uterus') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in 2012, spinal fusion nos in 2012, uti from 2010 to 2012, multigravida, parity 2 ((B)(6) 2008, (B)(6) 2009) and c-section. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2009 to (B)(6) 2010 for birth control. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("severe pelvic pain, persistent pelvic pain"). In (B)(6) 2010, the patient experienced headache ("headaches") and abdominal pain lower ("cramping"). In (B)(6) 2010, the patient experienced vitamin d deficiency ("vitamin d deficiency"). In 2010, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions (mental/physical)") and migraine ("head (migraines) severe and persistent"). In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced diverticulitis ("I have divericulitis from surgery"), menorrhagia ("menorrhagia") and urinary tract infection ("I had uti for month "). The patient was treated with analgesics and surgery (ablation and removal of essure performed). Essure was removed in 2012. At the time of the report, the uterine perforation, vitamin d deficiency, mental disorder, diverticulitis, menorrhagia and urinary tract infection outcome was unknown, the uterine haemorrhage had resolved and the pelvic pain, back pain, headache, abdominal pain lower, migraine, depression and anxiety had not resolved. The reporter provided no causality assessment for abdominal pain lower, anxiety, back pain, depression, headache, mental disorder, migraine, uterine haemorrhage, uterine perforation and vitamin d deficiency with essure. The reporter considered diverticulitis, menorrhagia, pelvic pain and urinary tract infection to be related to essure. The reporter commented: patient underwent an exploratory surgery in approximately (B)(6) 2011 and her essure removal surgery in approximately 2012. Diagnostic results: patient had hysterosalpingogram (hsg) test done on (B)(6) 2010 and (B)(6) 2010. Current weight: 260 lbs approximate weight at the time of essure placement: 210 lbs in (B)(6) 2011, an exploratory surgery to know cause of pain. Most recent follow-up information incorporated above includes: on 15-jan-2020: this main retention case ((B)(4)) is a duplicate of case ((B)(4)). All data from case (B)(4) has been transferred to this retention case. Content from social media, new reporter, events - I had uti for month, I have diverticulitis from surgery and menorrhagia added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.